Event description:
We have always used johnson & johnson brand band-aids knuckle and fingertip. They use to be made in (B)(4) and had no problem with them. Our new box made in (B)(4) gave all of us in the family extreme allergic reactions, with welts, and skin bubbling and peeling off, permanently scarring our skin. None of us are allergic to latex, so there is some other toxin in the adhesive of these band-aids that is not safe for humans. Please investigate. Lot code 0104s 13123001001.